Event description:
It was reported that, during a laparoscopic respiratory surgery, the blade became not to move forward, and the jaws became not to open/close when cutting the muscular coat. The device was used for two times. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: v96520. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Date sent: 5/26/2022. D4 batch #: v96520. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslg2c25 device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.